Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Upon return, the device has a double red pump alarm after start up. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 gross leak error. Investigation found the tank body is damaged on the positive charge side. Removed and replaced tank body and performed hardware test, unit passed. No other damage found.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: ""service issue" on the note biomed work order." Patient harm: no, a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.